Event description:
It was reported by a customer on (B)(6) 2011 there was a decrease in fiber efficiency at 94,451 joules. Per the customer, upon cleaning the tip the fiber end came apart. Instrumentation was used to complete the procedure. No patient injury was reported.